Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID a820. Product type software product ID hh90t01. Serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug and dilaudid (hydromorphone) via an implantable pump for other and spinal pain indications. It was reported that about a month ago they started experiencing connection lag and were getting stuck at 90%; they mentioned that they're missing boluses. They mentioned that they were able to get assistance from a manufacturing representative (rep) last friday. The agent reviewed data and assisted the patient in deleting the data. They mentioned that the rep assisted them in clearing the cache. The patient was able to connect to the pump with no lag. They saw a lockout for 1hour 30 minutes.